Event description:
Patient came up from the emergency room (ER), and per the ER nurse, in the elevator, red message appeared stating "battery disconnected" and IV began alarming and all IV ears were paused. Patient getting heparin gtt, vanomycin and an IV bolus. Per ER nurse, battery was plugged in the ER and this message appeared while in transport. IV brain and ears removed from service and replaced. IV ears serial numbers: (B)(4).

Event description:
Patient came up from the emergency room (ER), and per the ER nurse, in the elevator, red message appeared stating "battery disconnected" and IV began alarming and all IV ears were paused. Patient getting heparin gtt, vanomycin and an IV bolus. Per ER nurse, battery was plugged in in the ER and this message appeared while in transport. IV brain and ears removed from service and replaced. IV ears serial numbers: [sn redacted].